Event description:
It was reported that the device was used during a laparoscopic nissen and that the surgeon was 4 hours into a difficult procedure. The surgeon was suturing the cruz together and the suture assistant failed. The needle was through the loop pulled tight. The knot lever pulled and cracked at the end of firing cycle. The knot formed, but the suture was cut (as if the suture broke). The second device was used and it also failed. The surgeon converted to an open procedure to complete the case.